Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with noise episodes and a high out of range pacing impedance measurement for their atrial lead. The problems were suspected to be caused by a fracture. A lead revision was discussed with a healthcare provider, but they decided to continue to monitor the patient instead. No patient condition after the event was reported.